Manufacturer narrative:
The product analysis indicates that the handpiece did not work upon arrival. Therefore, the overheating could not be confirmed. However, the nose cone and bearings were corroded. The cable/motor assembly, nose come, nose bearings, bearings, and seals were replaced. The handpiece was repaired, cleaned, and tested to manufacturing specifications.

Event description:
It was reported that the handpiece got hot. There was no patient impact. Requests for additional information have been made with no additional information provided at this time.